Event description:
The consumer stated she removed a tampon and pieces remained inside of her. A doctor removed the remaining pieces.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.